Event description:
The surgeon was performing a routine bone biopsy with the patient supine on the computed tomography sled. The bone access needle set was advanced using the appropriate kit/drill and a specimen was collected. When the surgeon attempted to remove the (still in-place) introducer, the hub disconnected from the cannula; surgeon attempted to remove biopsy device unsuccessfully. Additional attempt to extract device resulted in broken device shaft; a portion of the device shaft remained in and protruding above the patient skin.